Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Still implanted in patient.

Event description:
It was reported through social media: "I had a terrible fall in a restaurant and told the surgeon to do a knee replacement. Though because of his greed he said he was conservative and did an open ablation. With wires and screws running through my knee. Never had such horrible pain in my life and to get through that and still have horrible pain."